Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 13 months post implant of a bifurcated device and a infrarenal aortic extension an endoleak was identified. The patient had a follow up and the computed tomography scan that revealed an endoleak and the aneurysm was slightly larger. The physician elected to perform a secondary procedure on (B)(6) 2014 and implanted another infrarenal aortic extension to seal the leak. The patient was reported to be doing good post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate medical documentation and suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Also, the provided angiogram films were of poor quality, which might have decreased the sensitivity of this assessment. Cautionary product use conditions that might have contributed to this event included the aortic cuff and the main body stent diameters were the same size. The patient's medical history might have contributed to this event in the form of disease progression and/or the known, increased risk of bleeding complications associated with antiplatelet therapy. Immediately post implant, there was evidence of subtle left lateral blushing approximately 2 cm superior to the bifurcation. This finding might have represented a residual endoleak; possibilities included type ii or iiib endoleak. Fifteen months later, there was evidence of a similar blush pattern, along with a dilation of the aorta and a "double bubble" sign seen 2 cm superior to the bifurcation. The surgeon described this leak as a contained type iiia endoleak, however the contrast pool was observed below the inferior margin of the aortic cuff; the possibility of a subtle, type iiib existed. There might also have been a persistent type ii endoleak. Due to these factors, the unknown endoleak was substantiated, as well as the secondary procedure. The patient was discharged home on antiplatelet therapy on the first post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a type iii-a endoleak could not be substantiated. The type of endoleak could not be conclusively determined due to poor quality imaging. Therefore, a root cause could not be identified.